Manufacturer narrative:
(B)(4). Batch # u5dl74. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with washer cut. A staple was lodged in the washer cut line which was likely from cutting across a different staple line. Nothing unusual was observed on the end effector, anvil, or washer remnants. The device was reset, reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to difficult to removed note that to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Laparoscopic colostomy reversal. What surgical procedure was performed? Laparoscopic colostomy reversal with diverting ileostomy. Did the patient receive any preoperative chemotherapy or radiation? Will have to follow up with surgeon. Please explain what purse string technique was used. Stapled purse string. Green ancillary trocar was placed in the anvil and anvil was stapled in with a tlc 75 blue. Please clarify what is meant by, ¿surgeon thinks that the trocar anvil moved while putting on the spike?¿ when anvil was being brought down onto the spike, anvil may have moved within the purse string causing a miss alignment. Were there any issues experienced with the device in the initial surgical procedure? No is the intention for the ileotomy to be reversed at a later time? Believe so, but will confirm with surgeon. What healthcare professional fired the device and what is his/her experience with the device? Attending surgeon fired device and has been using echelon powered circular for months now consistently. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Washer crunch and green check mark was illuminated. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Surgeon said it ¿felt tighter than normal¿ but did not have to use another counter-clockwise revolution to open. Only 2. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. Will confirm again with surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? Is the intention for the ileotomy to be reversed at a later time? Were there any issues noted with staple formation? If so, please describe the shape and location. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic colon reversal the device was fired and the device gave the green check mark indication. The anastomosis passed the interoperative leak test, but it was discovered that one quarter of the proximal donut was missing. The surgeon over sewed with 2.0 suture through the rectum to address this issue. Patient was given an ileostomy to assist the healing process. Surgeon thinks that the trocar anvil moved while putting on the spike. Patient is doing good and is under observation.